Event description:
Situation: while establishing a new peripheral IV using a bd 22-gauge nexiva diffusics IV catheter (ref 383591; lot 2356219), I encountered an issue with the safety mechanism. Upon attempting to pull the needle after vein access, the intended safety feature failed to function, resulting in the needle not auto-capping to prevent a potential needle stick injury. Background: the procedure involved utilizing the bd 22-gauge nexiva diffusics IV catheter for a peripheral IV insertion. Standard protocol and technique were followed during the process. Assessment: during the attempt to retract the needle after successful vein access, the safety mechanism designed to auto-cap the needle did not engage as intended, posing a safety risk for potential needle stick injuries. Recommendation: I recommend a thorough investigation into this specific bd 22-gauge nexiva diffusics IV catheter (ref 383591) batch or system-wide assessment to identify any potential faults in the safety mechanism. Contact the manufacturer to inquire about similar defects, and consider implem enting an alternative safety measure during IV procedures until this issue is resolved to ensure the safety of nurses (i.e., huddle the possibility of similar incidents to happen when using this particular IV system, and recommend paying extra caution when pulling the needle out".